Event description:
The doctor reported the implant was removed due to osseointegration failure, 5 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. No significant finding was observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.